Manufacturer narrative:
Three needles were received back and engineering investigation was performed. The needle manufacturing records for lot 1805302 were reviewed and found that one electrical issue was recorded for this needle batch. No related deviations or concerns were noted for lot 1805337. Two out of the three needles failed the hi-pot test for electrical properties. Disassembly of needles that failed the hi-pot test revealed damage of the wire insulation on the heater wire leading to the hi-pot issue. One out of three needles passed all electrical testing. All needles passed atp properties testing for freezing. Note - MDR for the second needle was submitted under MFR # 9616793-2018-00053 and the third needle under MFR # 9616793-2018-00054.

Event description:
It was reported that at the end of the first 10 minutes freeze cycle, the monitor showed the temperature on three ice-rod cx 90° needles started to fluctuate. The patient started to feel "electric current" (muscle spasm) in the area of the needle placement. The doctor stopped the freeze cycle immediately since it was at the end of the cycle. The doctor also noticed that the iceball was not fully generated. Thaw cycle was performed without any issues. However, during the second freeze cycle, the patient again experienced muscle spasms. The procedure was aborted. No other information was proved by the customer.